Manufacturer narrative:
The unit was returned for non-destructive testing. The visual inspection showed exterior damage, including large cracks in the case. In addition to the exterior damage, there was extensive internal damage, including a dislodged vacuum plug, severed liquid oxygen fill line, damaged qdv and damage to the bottom of the vacuum bottle. Due to this damage, the vacuum was lost in the c1000 unit.

Event description:
The company was notified on (B)(6) 2015 of an alleged incident that occurred on (B)(6) 2015 at a nursing facility in (B)(6). The alleged incident was described to the company as the following by the nursing facility's oxygen equipment provider: vent valve froze open and would not shut during filling. Liquid oxygen dripped on the facility worker's foot. Individual received cryogenic burns on foot and was taken to the hospital.

Manufacturer narrative:
The unit has been returned and is awaiting testing. A follow up report will be submitted upon completion of testing.

Event description:
The company was notified on (B)(6) 2015 of an alleged incident that occurred on (B)(6) 2015 at a nursing facility in (B)(6). The alleged incident was described to the company as the following by the nursing facility's oxygen equipment provider: vent valve froze open and would not shut during filling. Liquid oxygen dripped on the facility worker's foot. Individual received cryogenic burns on foot and was taken to the hospital. The company has requested the return of th c1000 portable liquid oxygen unit involved as well as the c41 base unit. A follow-up report will be filed when the evaluation of this unit has been completed.